Event description:
A healthcare professional reported that the screws came out and were lost from a silent nite gl hinge device.

Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4). Additional information has been requested from the customer.

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had a yellow discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that the screws on the hinges were detached from the device. Root cause description: the potential root cause for this failure could be due to the screws not being fully tightened to the device which would have caused the screws to become loose and detach from the device. A potential root cause for this failure may be due to the excessive bruxism. IFU-7322 rev 7 (silent nite (english)) contains the following statement in the contraindications section: "patients who have central sleep apnea · patients who have severe respiratory disorders, patients who have loose teeth or advanced periodontal disease · patients who are under 18 years of age · patients who have temporomandibular joint (tmj) dysfunction" IFU-7322 rev 7 (silent nite (english)) contains the following statement in the warning section: "a qualified dentist should consider patient medical history, including history of asthma, breathing or respiratory disorders, or other relevant health problems before prescribing the device" manufacturer reference: (B)(4).